Event description:
It was reported by the customer that during use of the bd nexiva¿ closed IV cannula system the safety device could not be separated and the needle core could not be pulled out from the septum the following information was provided by the initial reporter: material #: 383642 lot #: 1140699. It was reported by the customer that "after the injection, the safety device could not be separated and the needle core could not be pulled out from the septum." Translated from chinese. "After the injection, the safety device could not be separated and the needle core could not be pulled out from the septum. Adr#: (B)(4).

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that during use of the bd nexiva¿ closed IV cannula system the safety device could not be separated and the needle core could not be pulled out from the septum the following information was provided by the initial reporter: material #:383642 lot #: 1140699 it was reported by the customer that "after the injection, the safety device could not be separated and the needle core could not be pulled out from the septum." Translated from chinese. Verbatim: "after the injection, the safety device could not be separated and the needle core could not be pulled out from the septum. Adr# (B)(4)".

Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 1140699, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the device was fully retracted and not decoupled from the wing adapter. This type of defect was known to originate during manufacturing due to adhesive between the tip shield and catheter adapter, from a damaged tip shield, or from a smashed catheter adapter. Based off the visual inspection the engineer was able to verify the reported defect. However, as the sample was not returned it is not possible to narrow down the root cause.